Event description:
It was reported the patient had a cerebrospinal fluid (csf) leak and a coagulase negative staphylococcus (staph) infection on the catheter that ¿kept building a pocket¿ on the patient¿s back. It was noted the healthcare provider (hcp) said ¿it has to come out." The area of the abdomen where the pump was implanted was fine and the patient was wondering whether the pump could remain implanted. It was further reported the catheter was explanted on (B)(6) 2014 and was discarded. The catheter was not replaced at that time, but would be replaced in the future. It was noted there was no alleged product issue, but csf was sent for analysis to rule out infection. It was also reported the patient had a seroma at the catheter track and fluid accumulation at the lumbar incision. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).